Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 35 percent to 13 percent remaining over the course of approximately four months. Noise was also detected. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 35 percent to 13 percent remaining over the course of approximately four months. Noise was also detected. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this s-ICD was explanted and replaced without incident. It was also noted that this device oversensed noise, resulting in a non-sustained ventricular tachycardia (nsvt) episode. The patient attended an in-clinic follow-up, where the health care professional (hcp) was unable to replicate the rhythmic noise from the event. As x-ray imaging confirmed the lead is about 4x removed from the sternal edge, the right ventricular (rv) lead was also replaced as part of a system replacement. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Of note, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of oversensing of noise, as automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device revealed no issue.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 35 percent to 13 percent remaining over the course of approximately four months. Noise was also detected. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this s-ICD was explanted and replaced without incident. It was also noted that this device oversensed noise, resulting in a non-sustained ventricular tachycardia (nsvt) episode. The patient attended an in-clinic follow-up, where the health care professional (hcp) was unable to replicate the rhythmic noise from the event. As x-ray imaging confirmed the lead is about 4x removed from the sternal edge, the right ventricular (rv) lead was also replaced as part of a system replacement. Besides intervention, there were no other adverse patient effects reported.